Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Review of programming history shows that high impedance was first observed on (B)(6) 2011.

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR indicated an incorrect event date. Review of programming history shows that the high impedance was first noted on (B)(6) 2011.

Manufacturer narrative:
Previously submitted MDR indicated an incorrect event date. Review of programming history shows that the high impedance was first noted on (B)(6) 2011.

Event description:
Review of programming history shows that high impedance was first observed on (B)(6) 2011.

Event description:
Additional information has been received that this patient's device has been disabled. No surgical intervention has been planned that we are aware of at this time.

Manufacturer narrative:
Device manufacture date, corrected data: initial report (medwatch) inadvertently listed 03/2006 instead of 03/29/2006.

Event description:
It was later reported by the company representative that through review of the physician's tablet and discussion with the patient that it was revealed the patient underwent a full vns replacement surgery approximately two months following the reported event. Due to the length of time since the replacement, product return is not expected.

Event description:
It was reported that the pt had high impedance on diagnostics and a suspected lead fracture. X-rays were taken, but have not been sent to the MFR for review. Per physician, no anomalies were seen on the x-rays. The pt is reportedly not feeling stimulation anymore either. Revision surgery is likely, but has not occurred to date. Attempts for further info have been unsuccessful to date.